Manufacturer narrative:
The impacted product was received by the failure analysis lab on may 16, 2023. The investigation of the returned device was completed by the failure analysis lab on may 23, 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample determined that the breast implant was found to have a tear on the posterior view, measuring approximately 2.0 cm, consistent with the information received which specifies that the right implant was damaged during the explantation process. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 48-year-old caucasian female who underwent primary breast augmentation with a 525cc mentor memorygel breast implant experienced left sided rupture, the presence of a left sided breast lump, and right sided device migration post procedure. The rupture was diagnosed through magnetic resonance imaging and ultrasound. As a result, en bloc excision of the left breast implant with complete capsulectomy, bilateral lateral capsulodesis and right-sided unilateral capsulotomy medially to correct implant malposition, bilateral l-shaped mastopexy-type skin reduction, and replacement with new 400cc high profile smooth mentor implants was performed on (B)(6) 2023. The left sided rupture was reported initially under 1645337-2023-02306 on (B)(6) 2023. On april 14, 2023 mentor received additional information and initial awareness of bilateral issues. This report relates to the right prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).